Event description:
It was reported that the pump housing was damaged making it difficult to load cartridges and that the pump touch screen was delayed in responding to presses. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.